Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss after sustaining a head trauma. There are plans to replace the lost fixture, however, it is unknown if this has occurred as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the correct catalog number is 90434; not 90432 as previously reported. This report filed november 15, 2013.